Event description:
The reporter stated that they started an IV, which was fine for a while. When they had trouble sedating, they found that the t-piece was cracked and leaking. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
Samples have not been received from the customer. Smiths is unable to confirm the issue or determine a possible cause without returned product evaluation. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only report of cracking on this product code in the past 24 mos. No add'l action is necessary at this time. A follow up report will be submitted should the info become available that would impact the outcome of this investigation.